Event description:
A peritoneal dialysis (pd) patient experienced abdominal pain and was hospitalized. It was reported that the event was suspected to be peritonitis, manifested by abdominal pain. The cause of the event was unknown. It was reported that the patient did not received treatment. At the time of this report, the patient had recovered from suspected peritonitis and abdomen pain and was discharged on an unknown date. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.